Event description:
It was reported a possible problem with the implantable neuro stimulator (ins) was reviewed/suspected/alleged. Company representative indicated power on reset (por) condition. It was noted pt had not had stimulation since march. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).